Event description:
A nurse reported to baxter an issue a connectionissue withtitanium adapter during use. The nurse stated that one side of the adapter connected to the catheter, fell off from catheter. The other side of the adapter was still contacted to the transfer set. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint was not confirmed based on the analysis of the complaint sample received for evaluation. The root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number is unknown. Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.